Event description:
Facility alleges pt developed dialyzer (first use) hypersensitivity reaction. Pt reported to be in stable condition after treatment was restarted. This is the first incident of two on the same pt (different dates).